Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter india technical services, the following was reported by a baxter employed health professional. A pd exchange was done in a hospital ward, which caused peritonitis. The patient was hospitalized for peritonitis. The patient was treated with injection heparin (intra-peritoneally (ip), dose and frequency not reported), injection fortum (1gm, ip, frequency not reported) and injection vancomycin (1gm, once in 5 days, ip) for the peritonitis. The patient was recovering from this peritonitis event. Per the health professional, this peritonitis event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.